Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation is lay user/patient. The customer was unable to provide the specific lot number of test strips, however, it is believed the strips used by the customer were within the scope of the roche initiated recall. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the thromborel s laboratory method. The result from the meter was > 8.0 inr. After this result, the customer went to the hospital for confirmation testing. The result from the laboratory within 1 hour was 5.7 inr. The customer had some unusual bruising on one finger but no other symptoms. No treatment was required for the bruising. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation that an adverse event occurred.